Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The customer reported the pump became hot to touch when the pump was charging. Customer experienced elevated blood glucose (bg) level of 245; suspected cause was insulin degrading due to the pump becoming hot. Correction boluses were delivered to address bg. Reportedly the customer continued to use the pump for insulin therapy.